Event description:
A customer reported "free thyroxine (ft4)" patient samples was low out of the assay reference range of 0.75-1.54ng/dl" on the aia-2000 analyzer. The customer stated that their physician reported that the out of assay range low result of 0.57ng/dl did not match patient¿s result history, which is normally at 0.84ng/dl. The customer had calibrated the previous week, but had not performed a decontamination recently. The quality control (qc) results were confirmed to be in acceptable range prior to patient run. A technical support specialist (tss) had the customer perform a decontamination procedure then repeat controls and testing. The issue was resolved, and the customer reported the following sample run was in the normal assay reference range. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A complaint history review and service history review from the install date through the aware date of event for similar complaints was performed for serial number 10672705. There were no similar complaints identified during the search period. A complaint history review and service history review from the install date through the aware date of event for similar complaints was performed for ft4 test cup lot dy17522, and bio-rad lot 40420 for analyte ft4. There were no similar complaints identified during the search period. The ft4 analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was traced to maintenance.